Event description:
Coil stretched. During coil embolization within the aneurysm, the coil stretched, separated and floated in the carotid artery. The physician removed the stretch coil from the pt with no issue to the pt.

Manufacturer narrative:
The product is to be returned for eval and testing. Please note additional info will be submitted within 30 days upon receipt.